Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and unknown device received an inappropriate shock. During follow-up high out-of-range right ventricular (rv) lead pace impedance measurements were observed in addition to loss of capture (loc) at maximum output. A revision procedure was performed at which time lead measurements were confirmed via pacing system analyzer (psa). The physician elected to abandon and replace the rv lead. No adverse patient effects were reported.